Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a patient, but there was no screen display on the device. The medics then obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.